Manufacturer narrative:
(B)(4). Customer complaint notes, stated blank display. Insulin pump received with blank display, problem isolated to board. The original board was removed and replace with a test board. No anomalies was notice after battery insert. Problem isolated to board. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Insulin pump received with cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump's display was blank. Customer stated they tried to bolus and screen went blank. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment and spring were not corroded or damaged. Customer stated that they inserted new battery and display did return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.